Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Pt was implanted with a distractor on (B)(6) 2012, mandible distraction. It was reported to synthes that the distractor body reverses itself. If it is advanced 2 mm it then reverses 1 mm. Surgeon noted he suspects it is caused by pt movement. Surgeon taped the extension arm down eliminating the reverse movement. This is 3 of 4 reports for this event.